Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] [mc2avr1 -delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant once the leadless implantable pulse generator (ipg) was implanted and electrical measurements were checked, they were outside the acceptable range. The tether was pulled to recapture the device. During the next attempt, when the system was bent using the deflection button, the deploy button moved in conjunction with the deflection button, causing the leadless ipg to deploy automatically. The entire system was removed from the body and flushed, which resolved the issue, and another attempt at placement was made. However, during the second attempt, the electrical values were still outside the acceptable range, so the tether was pulled to recapture the leadless ipg again. The system was removed from the body once more, and the introducer was advanced along with the wire. During this process, the delivery system was flushed again, and when the deploy button was used to extend the leadless ipg from the system, the tether broke, fully separating the leadless ipg and delivery system. The leadless ipg was attempted, not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID: [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 28-jul-2025. H3: yes product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device, tether, and tether separated from the delivery system upon receipt. The inner shaft was kinked at 1.5 cm from the distal end of the recapture cone. The tether was frayed and pulled apart. Premature deployment could not be assessed as the device, tether and tether pin were removed from the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that threshold was outside the range on the device during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.